Manufacturer narrative:
Failure analysis (fa) lab received a vela front panel assembly. The vela front panel assembly was installed in to a known good unit. The unit was powered up in service mode for testing. Attempted to perform touch screen calibration and the touch screen was unresponsive to input. The customers issue of an unresponsive touch screen was duplicated. There is visible water ingress into the resistive touch screen. This reported event considered a known issue addressed with an internal action. The vela front panel assembly was scrapped.

Manufacturer narrative:
Carefusion has requested additional information from distributor in (B)(4) on the reported event and if there was patient involvement. As of (B)(6) 2015 there has been no additional information provided by the distributor in (B)(4). (B)(4). The distributor in (B)(4) determined that the most likely cause of the reported event was a malfunctioning front panel assembly. The distributor in (B)(4) was shipped a replacement front panel assembly for them to send to the distributor in (B)(4) to repair the device and return it to service. Carefusion issued a return goods authorization (rga) number to the distributor in florida for the return of the alleged faulty front panel assembly for evaluation. As of (B)(6) 2015 the alleged faulty front panel assembly has not been received.

Event description:
A distributor in (B)(4) on the behalf of a distributor in (B)(4) reported that the device¿s touch screen is freezing up (unresponsive to touch). There was no patient involvement reported.